Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information regarding an everflo concentrator. The nursing service and emergency doctor discovered a defect with the device having "yellow and red lights" with no oxygen. The patient "was hospitalized three times in short intervals (approx. 4 weeks) because of pneumonia" and again on (B)(6) 2023. The patient "turned blue" and is now in intensive care. During the internal investigation at the facility, the device ran for 4 hours with "loud running noises", and after 10 minutes, there was an "acoustic warning signal" with a "yellow lamp" and oxygen concentration at 66%. The patient passed away on (B)(6) 2023. During the good faith effort, per medical provider, the cause of death is not clear.